Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not charging the battery. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not charging the battery. During troubleshooting, the customer reported that the device would only run on battery power, and not while connected to an alternating current (ac) outlet. The rse noted that the even when the ac power was connected, the device would turn off, and there was no light emitting diode (led) illuminating. The rse then instructed the customer on how to check the power to the power supply; the rse then recommended either replacing the power supply, power cord, or electromagnetic interference (emi) filter. The customer performed a follow up, and reported that the power cord was bad, and after replacing the power cord, the device was charging the battery as expected. The device was also operating on ac power. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.